Event description:
The customer reported experiencing intermittent occlusion alarm. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was skipping the air removal step when filling the cartridge and using cold insulin, and using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem technical support educated customer to perform the air removal step when filling the cartridge, informed customer that humalog insulin is indicated for use with tandem supplies for 2 days, and that insulin should be a room temperature before filling cartridge per user guide. To resolve the issue, the customer changed the infusion set and cartridge, and resumed insulin therapy.